Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No moisture damage noted on electronic assembly.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 113 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.